Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. Following deployment of the 27mm closure device, interrogation and release, the physician operating the transesophageal echocardiography (tee) probe identified a pericardial effusion on the right ventricular lateral wall/apex without patient hemodynamic compromise. Pericardiocentesis was performed and 140ccs of blood were removed. The patient was discharged on (B)(6) 2026. The patient did not have any further adverse events.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. Following deployment of the 27mm closure device, interrogation and release, the physician operating the transesophageal echocardiography (tee) probe identified a pericardial effusion on the right ventricular lateral wall/apex without patient hemodynamic compromise. Pericardiocentesis was performed and 140ccs of blood were removed. The patient was discharged on (B)(6) 2026. The patient did not have any further adverse events.